Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had no image displayed on the left monitor. No pt injury was reported.